Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race not provided. This report is for unknown band-aid. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: drug: chewable gummy vitamins. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mother, who is a registered nurse, reported an event on behalf of her (B)(6) daughter with an unspecified band-aid. On (B)(6) 2019 the mother used one band-aid to cover a bleeding wart/bump. The mother states that the band-aid caused a second-degree burn. The symptoms did improve after the patient stopped using the product. The daughter is still experiencing symptoms of the wound being raw. The mother stated she will seek medical attention for this second degree burn.